Manufacturer narrative:
The failure investigation has been completed and the alleged cracked / shattered/ scratched, unreadable and unresponsive touch screen issues were verified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.